Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), during the deployment of the 23mm sapien 3 (s3) valve in the aortic position via transfemoral approach the commander delivery system (ds) balloon burst. The case was a dual valve placement procedure ¿ one sapien 3 in the mitral valve (valve in valve).  One sapien 3 in the aortic valve (native). The mitral viv s3 was placed first.  Successful deployment, no issues. The tavr procedure was then performed.  Bav was performed.  During bav, the balloon ruptured.  During withdrawal of the bav, the balloon got caught on the mitral s3 valve, but was able to be removed.  During the deployment of the s3 (aorta), the ds balloon also ruptured.  The valve was successfully implanted.  During the ds withdrawal, the ds balloon also got caught on the mitral s3 valve.  After attempting the remove the ds for 45 minutes, the nose cone separated and moved into the left ventricle.  The ds was able to be freed and removed.  The nose cone was snared and removed.  The patient was stable during the procedure.  The procedure was completed and the patient is in stable condition.  Perceived cause for the bav and ds balloon bursts ¿ contact with the mitral valves. The native annular calcification was moderate, the native leaflet calcification was moderate. There was no aortic root calcification, no sinotubular junction (stj) calcification. No known history of infectious disease.

Manufacturer narrative:
Additional information pertaining to this engineering evaluation was noted per the field clinical specialist, ¿it is my understanding that the spring was dislodged from the delivery system by the physician as he was inspecting it after removal from the patient¿s body. The spring was then discarded in a sharps container.¿ the delivery system was returned to edwards lifesciences locked with full fine adjust used, fully inserted through loader assembly. No photographs, video, or imagery was provided for the evaluation. The device was visually inspected. Colored strain relief bunching was observed. The flex shaft was twisted approximately 4.5¿ proximal to the flex tip. The crimp balloon was twisted, and was torn proximal to the inflation balloon to crimp balloon (ic) bond with balloon legs flared out. Flex tip gouges were observed. The nose tip was separated from the distal guidewire lumen. The distal portion of the spring was detached and missing. However, per the field clinical specialist, ¿it is my understanding that the spring was dislodged from the delivery system by the physician as he was inspecting it after removal from the patient¿s body. The spring was then discarded in a sharps container.¿  inflation balloon pieces did not appear to be missing, but very wrinkled. No other abnormalities were observed on the returned device. Due to the returned condition of the device (crimp balloon torn), no relevant functional testing was able to be performed. The complaints for balloon burst, nose tip separated, delivery system withdrawal difficulty and balloon torn were confirmed based on visual inspection of the device. Balloon wall thickness measurements were taken along the edges of the tear in the inflation balloon and proximal to the tear in the crimp balloon. A thin wall could leave the balloon more susceptible to bursts or tears or be indicative of a manufacturing non-conformance. All measurements met the specification. Due to returned condition of the device (twisted crimp balloon,) measurements were taken on the wrinkled surface of the crimp balloon. All measurements were within the specification. Dimensional inspection of the crimp balloon and inflation balloon did not provide any indication that a manufacturing non-conformance contributed to the reported balloon tear or balloon burst. A device history records (DHR) review was performed for the components related to the manufacturing of the devices and components that could potentially contribute to the complaints. The work orders did not reveal any manufacturing non-conformance that could have contributed to the complaint events. Review of lot history for the related work order revealed no other similar complaints. A review of complaint history for the edwards commander delivery system (all models, all sizes) for the past 12 months (august 2017 to july 2018) revealed other similar complaints with returned devices that were confirmed for each one of the failure modes. However, no manufacturing non-conformances were identified during the investigation of the similar complaints. A review of complaint data for july 2018 revealed that the complaint occurrence rate did not exceed the control limit for the applicable trend categories. The edwards commander delivery system instructions for use (IFU), edwards commander delivery system training manual, and the device preparation manual were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified.  During manufacturing, multiple visual inspections and tests are performed throughout the process. 100% visual inspection is performed for critical dimensions: working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness. 100% visual inspection is performed for defects such as: witness lines, contamination, mechanical damage, deformation, crow¿s feet, fish eyes, gel spots, and scratches. Sample balloons are taken aside for burst testing and additional visual inspection. Upon the completion of crimp balloon molding and annealing, the crimp balloons are 100% dimensionally and visually inspected. The laser weld joint is 100% visually inspected for bubbles and to ensure there is a smooth bond joint with no gaps between components. Each guidewire shaft is fully inserted into the marker band verification fixture and 100% visually inspected to determine if all marker bands are within specification when completely visible through the fixture windows during spring coil inspection, accept if glue covers spring coil edges. After bonding, devices are 100% inspected to ensure that the guidewire shaft is fully inserted into the nose tip and there are no large bubbles in the bond area. The balloon assembly is 100% visually inspected prior to laser bonding for any contamination. The nose tip to balloon bond joint is visually inspected for bubbles, neck down around nose tip, single divot, leak channels, and weld joint for smoothness. The spring coil is visually inspected and rejected for bent coils. Prior to the process, the balloon is 100% visually inspected under 2.85x minimum magnification for balloon size and contamination. After the process, the balloon is 100% inspected for fold lines and rejected for distorted/pinched folds. 100% distal to proximal visual inspection by both manufacturing and quality. The entire device is inspected for damage or missing components. The inflation and crimp balloon are inspected and rejected for distorted/pinched folds. Additionally, the related work order underwent product verification testing as a requirement for lot release. Visual inspection for kinks, cracks, missing components, missing small white marker band on balloon shaft (with unaided eye) is performed. System retrieval force was tested. The balloon burst pressure after fatigue was tested. The device is visually inspected for kinks, inflation/crimp balloon bond, and nose tip/inflation balloon bond. Balloon to nose tip tensile testing was performed. Inflation balloon/crimp balloon tensile testing was performed. Balloon spring to guidewire shaft tensile testing was performed. No failure occurred during product verification testing and the lost was released. Inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing issue contributed to the reported events. The complaints for balloon burst, nose tip separated, delivery system withdrawal difficulty and balloon torn were confirmed based on the condition of the returned device. Dimensional and visual inspection of the returned device did not reveal any non-conformances as the double wall thickness of the crimp balloon and the single wall thickness of the inflation balloon were within the specification. Additionally, review of complaint history, lot history, and the DHR provided no indication that a manufacturing non-conformance contributed to the complaint events. Review of IFU/training materials revealed no inadequacies. A review of manufacturing mitigation also supported that the balloon and delivery system have proper inspections in place to detect issues related to the complaint events. Since the valve was successfully deployed, the balloon burst occurred upon inflation of the delivery system. As stated in the report, ¿perceived cause for the bav and ds balloon bursts ¿ contact with the mitral valves¿. It is possible that upon the completion of thv deployment in the aortic valve, the inflation balloon was ruptured from coming into contact with the mitral s3 valve. In addition, review of available information suggests that the balloon burst was likely caused by patient factors (calcification). A detailed root cause analysis for similar returned balloon burst complaints has been summarized in a technical summary written  by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. As reported, the calcification level in the native annulus and native leaflets was moderate. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As such, available information suggests that patient (calcification) and/or procedural factors (interaction with previously implanted mitral s3 valve) may have contributed to the reported event. As stated in the complaint description, ¿during the ds withdrawal, the ds balloon also got caught on the mitral s3 valve.¿ as seen in provided images, the twisted flex shaft, wrinkled inflation balloon and twisted crimp balloon are indicative of the excessive torqueing which was likely applied in the attempt to pull the delivery system through while the burst balloon was caught on the mitral s3 valve. The flared inflation balloon wings on the returned device are indicative of withdrawal difficulty. As reported, ¿after attempting the remove the delivery system for 45 minutes, the nose cone separated and moved into the left ventricle¿. It is possible that the excessive maneuvers was subsequently performed in order to overcome the withdrawal difficulties may have resulted in the observed separation of the distal nose tip from the guidewire lumen. Based on available information, it is likely that procedural factors (withdrawal of a ruptured balloon and device manipulation during delivery system retrieval) may have contributed to the complaint events. As noted in a provided image, the inflation balloon wings were flared out and separated from the crimp balloon, confirming the balloon tear. The balloon could have torn when additional force was applied in order to fully remove the system. A review of complaint history revealed that the potential root causes for tearing of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been previously identified and documented in a product risk assessment (pra), as per management discretion. It is likely that during device retrieval, excessive manipulation of the delivery system may have resulted in the tear of the crimp balloon. At this time, available information suggests that patient and/or procedural factors (device manipulation during delivery system retrieval) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints were confirmed, but no manufacturing non-conformances were identified in the returned device. Available information suggests that patient (calcification) and/or procedural factors (interaction with previously implanted mitral s3 valve) may have contributed to the reported balloon burst. It appears that procedural factors (withdrawal of a ruptured balloon) may have contributed to the withdrawal difficulty and nose tip separation. In addition, procedural factors (device manipulation during delivery system retrieval) may have contributed to the balloon torn. Since no product non-conformances or IFU/training inadequacies were identified, and the control limits did not exceed the respective trend category, no corrective or preventive action is required at this time. Per management discretion, the balloon torn issue and it associated risks have previously been assessed and documented in a product risk assessment. In addition, to address the emerging trend in ic bond complaints, a CAPA is being updated.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.